Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's current blood glucose level was 526 mg/dl and other blood glucose value was 549 mg/dl. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer was off the insulin pump therapy for a week for a heart procedure and started insulin pump today. It was unknown that auto mode feature was active or not at the time of event. Customer treated with manual injection. The insulin pump will not be returned for analysis.